Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet piece loosened.

Manufacturer narrative:
We checked the returned unit and confirmed that the biopsy inlet piece loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, we confirmed that the insertion flexible tube (ift) buckled, the light guide cable buckled, the control body corroded, the lg prong corroded, the ccd driver pcb corroded, the lg cable connector corroded, the us connector cable crushed, the us probe leaky, the jet socket cut, the lg prong top worn out, and the us connector body defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.